Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose reading of 53 mg/dl. The customer treated with glucose tablets. The customer wanted to have a trainer contact them back. Nothing will be replaced or returned.